Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that buttons/keypad issue. The patient reports that she has to push the 'okay' up and down buttons from the side in just the right spot with her fingernail to get them to work. The patient also reports that if she tries to push the buttons without using her nail, nothing happens. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: the keypad was found to be intact. The keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under the key contacts.